Event description:
Information was received from multiple sources (patient, manufacturer representative, healthcare provider, foreign) regarding a patient who was receiving lioresal (concentration: 2000 mcg/ml, dose rate: 944,3 mcg/day) via an implantable pump. It was reported that the patient's medical history included spasticity. The patient heard their pump alarm a few times per day. The patient experienced increased spasticity in their legs. The pump was interrogated with the clinician programmer. The company representative read the pump events and it showed a critical alarm regarding the pump having had motor stops (stalls). It was further noted that a few minutes later the pump would start working again. According to the events, this happened almost every day. As per the logs provided, the following occurred: critical alarm regarding motor stall (B)(6) 2021 at 6:53 am, motor stall recovery (B)(6) 2021 at 7:10 am, critical alarm regarding motor stall on (B)(6) 2022 at 12:20 pm, motor stall recovery (B)(6) 2022 at 12:25 pm, critical alarm regarding motor stall on (B)(6) 2022 at 6:27 am, motor stall recovery (B)(6) 2022 at 6:58 am, critical alarm regarding motor stall on (B)(6) 2022 at 1:04 am, motor stall recovery (B)(6) 2022 at 1:11 am, critical alarm regarding motor stall on (B)(6) 2022 at 12:27 am, motor stall recovery (B)(6) 2022 at 12:52 am, critical alarm regarding motor stall on (B)(6) 2022 at 2:38 am, and motor stall recovery (B)(6) 2022 at 2:43 am. It was noted that there was no information regarding factors that may have led or contributed to the issue. No actions were taken yet to resolve the issue as of 2022-feb-22. The physician was to perform a catheter contrast study and pump roller study. The issue was not resolved as of 2022-feb-22. The pump remained implanted / in-use. No hospitalization was required. The patient age and weight at the time of the event was unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath lot# unknown serial# implanted: explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. A catheter contrast study and pump roller study were performed on 2022-(B)(6). Regarding the catheter contrast study, the hcp aspirated less than 1 ml of fluid. The hcp then injected the contrast solution into the catheter access port (cap), but they couldn¿t see it traveling through the catheter. In the pump roller study, they couldn´t see the radiopaque marker properly because the x-ray image wasn´t good. It was noted that although, the company representative thought that in the images they could see that the roller is moving. The report showed that the motor was continuing stalling intermittently. As per the logs provided the following occurred: motor stall recovery 2022-(B)(6) at 2:44 am, critical alarm regarding motor stall on 2022-(B)(6) at 4:38 pm, motor stall recovery 2022-(B)(6) at 4:43 pm, critical alarm regarding motor stall on 2022-(B)(6) at 9:59 pm, motor stall recovery 2022-(B)(6) at 10:24 pm, critical alarm regarding motor stall on 2022-(B)(6) at 2:18 pm, motor stall recovery 2022-(B)(6) at 2:27 pm, critical alarm regarding motor stall on 2022-(B)(6) at 11:51 pm, motor stall recovery 2022-(B)(6) at 12:00 am, critical alarm regarding motor stall on 2022-(B)(6) at 6:08 am, motor stall recovery 2022-(B)(6) at 6:27 am, critical alarm regarding motor stall on 2022-(B)(6) at 2:25 am, motor stall recovery 2022-(B)(6) 2:58 am, critical alarm regarding motor stall on 2022-(B)(6) at7:24 am, and motor stall recovery 2022-(B)(6) 7:31 am. The cause of the motor stall was not determined, but the hcp thinks the catheter had an occlusion. The pump was going to be refilled next week. The hcp is to compare the amount of medication in the pump with the amount of medication in the clinician programmer. The hcp was planned to replace the catheter. It was noted that the hcpindicated the catheter had been implanted for 20 years.

Manufacturer narrative:
H6: the previously applied method code b20 remains applicable to the the catheter. The method code b17 pertains to the pump. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The pump was explanted on (B)(6) 2022; however, the catheter was not because it had a lot of fibrosis around it. The pump was to be returned to the manufacturer.

Manufacturer narrative:
H6: the method code b18 pertains to the pump. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. The healthcare provider had discarded the pump.

Event description:
Additional information was received from a foreign healthcare provider via a manufacturer's representative (rep) on 2022-apr-11. It was reported that the pump was refilled by one of the manufacturer's distributors the week after 2022-mar-01. No big discrepancies were reported. The catheter and the pump were scheduled for 2022-apr-13. It was noted that the cause of the catheter occlusion was not determined. The event was supposed to be resolved after the hcp replaces the pump and catheter on 2022-apr-13.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath lot# unknown serial# implanted: explanted: product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.